Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update section h11: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right ventricular (rv) lead demonstrated a suboptimal performance of unknown origin. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned due to high out of range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 device codes. Follow up report 2 (correction): this report is being submitted to update section h11: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5, h1 and h6 codes. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right ventricular (rv) lead demonstrated a suboptimal performance of unknown origin. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned due to high out of range shock impedance measurements. No additional adverse patient effects were reported. Additional information indicated that the rise in the impedance measurements appeared to be gradual. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right ventricular (rv) lead demonstrated a suboptimal performance of unknown origin. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned due to high out of range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right ventricular (rv) lead demonstrated a suboptimal performance of unknown origin. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 device codes. Follow up report 2 (correction): this report is being submitted to update section h11: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right ventricular (rv) lead demonstrated a suboptimal performance of unknown origin. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was surgically abandoned due to high out of range shock impedance measurements. No additional adverse patient effects were reported. Additional information indicated that the rise in the impedance measurements appeared to be gradual. No additional adverse patient effects were reported.